Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit alarmed and was over delivering tidal volume. There was no report of patient involvement.